Manufacturer narrative:
A patient experiencing an inoperable ipg was reported to abbott. The patient¿s ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. It was reported the patients ipg became inoperable following an unrelated surgery. Next course of action is undetermined at this time.

Event description:
Related manufacturer reference number: 1627487-2023-01360. It was reported the ipg was unable to communicate with the external devices and the leads were showing high impedance. The patient has not recharged or used the ipg in over 6 months. Surgical intervention occurred on (B)(6) 2023 where the leads and ipg were explanted and replaced.